Event description:
Reference number (B)(4). Event occurred in the canada. It was reported that the patient encountered multiple infusion sets detaching. The infusion set tubing came apart at the site location. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.